Manufacturer narrative:
Continuation of medical devices: 503458 lead implanted (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was undersensing during atrial arrythmia episodes. The arrythmia was determined to be chronic and the lead was programmed off. No further patient complications have been reported as a result of this event.